Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that a PICC broke off in a patient¿s arm. The PICC was placed on (B)(6) 2023 by vat nurse. The PICC was placed so that the patient could receive at home antibiotics for 2 weeks. Patient was coming every 7 days to the outpatient infusion center to have his PICC dressing done and to check on his line. After the 2 weeks of antibiotics therapy, the patient was not using or infusing anything else other than flushing the line. On 1/2/2024 the patient came in the infusion center. Dressing was done. PICC lumen was flushed, + blood return. On (B)(6) 2024- returned to outpatient infusion center, the patient had his dressing done. The line flushed, but no blood return. Cathflo was done x 2 with no results of a blood return. Line still flushed so patient was sent home with PICC. On (B)(6) 2024- returned to outpatient infusion center, the patient had his dressing done. The line flushed, but no blood return. On (B)(6) 2024- returned to outpatient infusion center, the patient had his dressing done. The line flushed, but no blood return. On (B)(6) 2024 the patient came in the outpatient wound care unit to have his PICC removed. The nurse stated that when she went to remove the secur-a-cath she popped the top off and the PICC fell out at the 7cm mark and the remaining PICC (39 cm) was inside the patient¿s arm. Patient had to be taken to cath lab to have the PICC removed. 39 cm of the PICC was removed from inside of the patient. The size of the secur-a-cath was not charted. Additional information received 2/8/2024: it was reported nurse used a 4f secure-a-cath. The PICC was placed in the right upper arm, trimmed at 42cm "with 3cm out". They don't account for the reverse taper when placing the secure-a-cath. They are supposed to leave out 2cm per secur-a-cath per the vat rn. The device broke off 4cm above the secur-a-cath. Nurse didn't ask how to device was removed-whether they removed it with the split option or the fold option. She believes that the secur-a-cath was removed first then went to remove the PICC. It was stated where the PICC broke off looked jigged not cut. Per patient chart, no x-ray was performed when the PICC began to have no blood return.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. Ten photographs of a single lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed a break in the catheter tubing. Use residue was observed throughout the sample in the returned photographs. The break sites were observed to be uneven and slightly angled; however, no further details of the break sites could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that a PICC broke off in a patient¿s arm. The PICC was placed on (B)(6) 2023 by vat nurse. The PICC was placed so that the patient could receive at home antibiotics for 2 weeks. Patient was coming every 7 days to the outpatient infusion center to have his PICC dressing done and to check on his line. After the 2 weeks of antibiotics therapy, the patient was not using or infusing anything else other than flushing the line. On (B)(6) 2024 the patient came in the infusion center. Dressing was done. PICC lumen was flushed, + blood return. On (B)(6) 2024- returned to outpatient infusion center, the patient had his dressing done. The line flushed, but no blood return. Cathflo was done x 2 with no results of a blood return. Line still flushed so patient was sent home with PICC. On (B)(6) 2024- returned to outpatient infusion center, the patient had his dressing done. The line flushed, but no blood return. On (B)(6) 2024- returned to outpatient infusion center, the patient had his dressing done. The line flushed, but no blood return. On (B)(6) 2024 the patient came in the outpatient wound care unit to have his PICC removed. The nurse stated that when she went to remove the secur-a-cath she popped the top off and the PICC fell out at the 7cm mark and the remaining PICC (39 cm) was inside the patient¿s arm. Patient had to be taken to cath lab to have the PICC removed. 39 cm of the PICC was removed from inside of the patient. The size of the secur-a-cath was not charted. Additional information received 2/8/2024: it was reported nurse used a 4f secure-a-cath. The PICC was placed in the right upper arm, trimmed at 42cm "with 3cm out". They don't account for the reverse taper when placing the secure-a-cath. They are supposed to leave out 2cm per secur-a-cath per the vat rn. The device broke off 4cm above the secur-a-cath. Nurse didn't ask how to device was removed-whether they removed it with the split option or the fold option. She believes that the secur-a-cath was removed first then went to remove the PICC. It was stated where the PICC broke off looked jigged not cut. Per patient chart, no x-ray was performed when the PICC began to have no blood return.